Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported a blood glucose level (bg) of ¿high¿ mg/dl and administered a bolus via the pump and manual injection of insulin to address the elevated bg. System check was performed with tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.